Manufacturer narrative:
The reported event of deformation upon deployment could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.

Event description:
It was reported that on (B)(6) 2021, a 30mm amplatzer pfo occluder was selected for implant. During the implant procedure, while deploying the device the left atrial disc presented in a bulbous deformation. The device was removed and replaced with a 25 mm amplatzer pfo occluder, which was successfully implanted. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable and clinical condition was not compromised. The patient is stable with no consequences. No additional information was provided